Event description:
It was reported that the health care professional (hcp) questioned if there was loss of capture (loc) of this right ventricular (rv) lead placed in the left bundle branch (lbb). Technical services (ts) was consulted and initially thought there could be however, after printing the report it was confirmed the presence of a t wave following each right ventricular pace (rvp), indicating depolarization; therefore, the observed t wave activity supports that no loc occurred. Ts explained that the paced complex is blanked due to the large intrinsic beats, and if the signal were amplified, the intrinsic beats would be clipped. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).